Event description:
A surgeon reported that during insertion of an intraocular lens (iol) it was noted that a haptic was broken. The surgical incision was enlarged to facilitate removal of the damaged iol and placement of a different lens.